Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient initially started to have issues with this pump in july and was told that the catheter was clogged and therefore had to have surgery. The reporter stated since they replaced the catheter they continued to have issues. The patient had a lump on their back and had four surgeries on this pump and noted they could not have any more surgeries. It was noted that this occurred when they first received the pump and the patient ¿had to insist on getting a magnetic resonance imaging (MRI) study.¿ the reporter stated they have had the lump drained but it continued to come back, as quickly as the next day. The reporter was unsure of the dates. Inflammatory mass was noted. The patient was reported to have been with another health care provider (hcp) on one occasion and asked them to check the lump, and they looked startled and told the patient that it did not happen very often. Then when the patient saw their hcp the next day, they were scheduled for emergency surgery. The drug in the pump system at the time of the event was not known. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information later reported the hcp reinforced the connector at spinal site and sutured catheter insertion site.

Event description:
Additional information later reported the patient experienced a seroma along the catheter track. Diagnostic testing included a dye study and a roller study. The patient was scheduled for a revision (B)(6) 2014. The patient status at the time of the report was indicated as alive, no injury. The pump was used to deliver morphine.

Event description:
Additional information received reported the patient had a seroma drained in their back recently.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8575, lot # n073908, implanted: (B)(6) 2006, product type accessory; product ID 8709, lot # j11013r37, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
Additional information later reported the patient experienced pain at the seroma site. The seroma was located on the patient¿s back on right side next to spine. It was unknown the cause of the seroma.

Manufacturer narrative:
(B)(4)